Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - plate (hook plate) unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision surgery was completed on (B)(6) 2016 for a non-union of a distal humerus and olecranon. A 3.5mm hook plate, medial plate, radial head implant, and unknown quantity of screws were removed successfully intact. No surgical delay was reported and no additional medical intervention was required. The patient was revised to a cannulated screw tension band system. Procedure was completed successfully. Patient status was listed as stable. This complaint involves 4 devices. One unknown 3.5 mm hook plate, 1 unknown medial plate, 1 unknown radial head implant, and unknown screws). This report is 1 of 4 for (B)(4).